Manufacturer narrative:
(B)(4). The IFU states: ilio-femoral access vessel size and morphology (minimal thrombus, calcium and/or tortuosity) should be compatible with vascular access techniques and accessories of the delivery profile of a 12 fr - 18 fr vascular introducer sheath. The IFU also provides the following warnings: do not continue advancing any portion of the delivery system if resistance is felt during advancement of the guidewire, sheath, or catheter. Stop and assess the cause of resistance. Vessel or catheter damage may occur. Do not continue to withdraw the delivery catheter if resistance is felt during removal through the introducer sheath. Forcibly withdrawing the delivery catheter through the introducer sheath when resistance is encountered has resulted in adverse events including catheter separation and reintervention.

Event description:
On (B)(6) 2016, the patient underwent treatment of an abdominal aortic aneurysm with gore&#59397;excluder aaa endoprostheses. The trunk-ipsilateral leg component was reportedly advanced into position and implanted on the patient's right side without issue. A non-gore 11 fr sheath was reportedly selected for placement of the contralateral leg component. Resistance was reported during the advancement of the device into position for deployment. Pre-operative images (date unknown) had reportedly identified tortuosity in the left external iliac artery, distal to the landing zone. The device was deployed without further issue, however, as the device was being pulled back into the sheath the graft became caught on the edge of the sheath. Intra-operative imaging showed the delivery catheter had broken at the polyimide/trailing olive junction, and remained partially within the sheath. The detached portion of the delivery catheter and sheath were removed together as a unit from the patient. Final angiography showed exclusion of the aneurysm, and the patient tolerated the procedure. Reportedly, the polyimide/trailing olive junction separation is believed to have been caused by the use of an 11 fr non-gore sheath. According to the gore excluder aaa endoprosthesis instructions for use (IFU), the recommended introducer sheath size for introduction of the 14.5 mm contralateral leg component is 12 fr. Additionally, the IFU states that gore&#59401;introducer sheaths are recommended for use with gore&#59397;excluder&#59393;aaa endoprostheses. Further, the resistance caused by patient's tortuous left external iliac artery is believed to have contributed to the separation.